Event description:
The customer reported to olympus that while using the camera head, there was an image flickering and no image issue. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective cable and charge coupled device (ccd) unit. The cable had multiple cuts and had been fixed with joints; ccd wires were also found to be broken. Additionally, the wire clamp was found to be missing and the coupler (ar-t10e) had corrosion and minor hit marks on the plug unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure or a charge coupled device (ccd) failure and the picture was no longer displayed; the cable failure was likely caused by disconnection caused by multiple cuts and the ccd failure was caused by the wire cutting of ccd. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.". Olympus will continue to monitor the field performance of this device.

Event description:
There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: there was no delay and the procedure was completed with a similar device. D10/concomitant medical products: non olympus imaging device. Therapy date: (B)(6) 2022. E1/initial reporter: mr. Payel das (telephone number: (B)(6).